Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Scratches on the broken surface of the probe were observed. Upon inspection of the broken surface of the probe, it was discovered that the crack was progressing from the scratches. A definitive root cause could not be identified. However based on the investigation, it is likely the broken of the probe occurred by the following mechanism: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the subject device fell into the abdominal cavity and was recovered using forceps. This occurred during a robotic thyroidectomy. The procedure was completed with a backup device. There were no reports of patient or user harm.